Event description:
The customer reported that while processing microwell plates on ortho summit processor, the osp reported negative absorbances in row g and h. No error was generated by the osp. No death or serious injury was associated with this incident.